Event description:
It was reported that during testing for a demo case, e8 error occur on the anspach drill, restart then drill error spins at 10k rpm, then e2 error. Drill then tried on different machine - e8 error again. Investigation results showed that there no errors indicated on the files, there was just not spinning problem of the bur related with a internal wiring.

Manufacturer narrative:
The device, intended to use in treatment, was returned for evaluation. It was reported that the drill displayed e8 error during drill test. The drill was restarted, drill spun at 10k rpm during test, then displayed again an e2 error. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Visual inspection and functional evaluation (from the initial investigation) were performed on the returned device. Visual inspection of the connector pins found that none were damaged or bent. A drill test was run on the returned drill and it did not spin at all. There were no errors shown on the console and it just showed 0 rpm. This was likely due to a problem with the internal wiring. The drill was returned to the OEM for service. The root cause after investigation was established to be supplier / raw material fault.